Event description:
It was reported to boston scientific corp that an endovive two-port through the peg (ttp) jejunal feeding tube (j-tube) kit was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. The device was initially placed in 2009. It was reported that the following month, the medication port of the intestinal tube was "impossible to rinse." Two days later, an x-ray was taken and the intestinal tube was found to be twisted. As a result of the inability to administer duodopa, oral levodopa medication was given during this time. The same day, the physician replaced the tube with an 80cm two-port jejunal tube and cut approximately 15cm from the device, so the length of the tube became 65cm. The condition of the pt is reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg (ttp) jejunal feeding tube (j-tube) kit was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. The patient's weight is unknown. The device was initially placed on (B)(6), 2009. It was reported that on (B)(6), 2009, the medication port of the intestinal tube was "impossible to rinse." On (B)(6), 2009, an x-ray was taken and the intestinal tube was found to be twisted. As a result of the inability to administer duodopa, oral levodopa medication was given during this time. On (B)(6), 2009, the physician replaced the tube with an 80cm two-port jejunal tube and cut approximately 15cm from the device, so the length of the tube became 65cm. The condition of the patient is reported to be stable.

Manufacturer narrative:
A visual evaluation found that the tube was discolored and had some material build up on it in multiple locations. There was no indication of the device being kinked, bent or twisted. A functional evaluation found that an 0.035 inch guidewire could be passed through the feeding port and working length of the device without issue. A second functional evaluation found that water could be injected through both ports using a 20 milliliter syringe without issue. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 12472597. A labeling review was performed and no anomaly was found. The returned unit was not consistent with the complaint incident that the device was impossible to rinse. During the evaluation, the device could be flushed with water without issue. It is possible that either during placement or indwelling in the patient the tube became twisted not allowing water to be injected through the device. Therefore the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg (ttp) jejunal feeding tube (j-tube) kit was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. The patient's weight is unknown.the device was initially placed on (B)(6), 2009. It was reported that on (B)(6), 2009, the medication port of the intestinal tube was "impossible to rinse." On (B)(6), 2009, an x-ray was taken and the intestinal tube was found to be twisted. As a result of the inability to administer duodopa, oral levodopa medication was given during this time.on (B)(6), 2009, the physician replaced the tube with an 80cm two-port jejunal tube and cut approximately 15cm from the device, so the length of the tube became 65cm.the condition of the patient is reported to be stable.

Manufacturer narrative:
(B)(4)